Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v866638, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-nov-2015, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the permanent implant for 5 years and they were getting a new one because their lead broke and they took it out. No patient symptoms were reported. No further complications were reported.